Event description:
The surgeon called on 02/15/2023 to report that he has seen an increase incidence of infection post implant of artegraft. He states that he has implanted multiple grafts over the years and most recently has noticed infection rates going up. He did not have any details with specific lot numbers. On 3/3/2023 the lemaitre sales representative received updated information from the complainant/doctor. The doctor restated that he stated he has seen an increase in infection related failures with artegraft. In some of these cases, it appeared that an infection "dissolved" graft tissue. There were no patient deaths involved. The doctor acknowledged that it might be or related. He had no case related or product related information. The doctor declined speaking with a lemaitre clinical thought leader.

Manufacturer narrative:
The grafts involved were not received for evaluation. Patient information including status, lot numbers used, and implantation dates were requested, but information has not yet been received. A review of all lot records related to grafts sold to united health services between june 2020 and march 2023 was completed and there were no indications or trends identified that would suggest an increase in infection rate. No deviations were found within those specific lots that would be related to this type of report. Without additional information, a root cause cannot be conclusively determined. No confirmed complaint trend was identified related to the issue. All product quality and clinical issues will continue to be monitored within quality assurance trending. A follow up report will be filed if additional information changes the conclusions of this assessment.